Manufacturer narrative:
Updated event description. The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is cracked and has many nicks and gouges in surface, particularly around the fracture site. The device was manufactured in 2012 and exhibits signs of extensive wear/usage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the trial broke during removal after trialing the knee. Less than 30 minutes delay was reported and a backup device was available. The breakage of the device was not corroborated after the device was evaluated.

Event description:
It was reported that during surgery the trial broke during removal after trialing the knee. Less than 30 minutes delay was reported and a backup device was available.